Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification. During advancement of the 2.0 x 12 mm mini trek balloon, resistance was noted with the guide wire. The device was not used and removed; however, during removal, strong resistance was met with the guide wire again. It was noted that the device was prepared per instructions for use. A new mini trek balloon was used with the same guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Based on visual inspection, functional testing, dimensional measurements there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.